Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels of approx 1000 mg/dl. The customer experienced nausea, vomiting and dizziness. The customer stated that she was getting no delivery alarms as well. The customer had not checked her blood glucose levels that day per her health care professional's instructions. The customer's dr advised her to discontinue insulin pump therapy and revert to manual injections for the time being. The customer declined troubleshooting at this time. Nothing further was reported.